Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs) and a non-penumbra microcatheter. During the procedure, a podj would not advance into the microcatheter. Therefore, the podj was removed. The procedure was completed using new podjs, pod coils and the same microcatheter. There was no report of an adverse effect to the patient.